Event description:
Caller states patient tested 4.6 inr on the coaguchek xs system while comparison labs returned as 3.3 inr and 3.5 inr. No changes taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.